Event description:
It was reported that the vertical lift column on the 9800 system would not work. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The ps3 power supply is the most likely cause of this problem. The reported issue is currently under investigation. A follow up report will be filed when add'l details become availble.